Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a loose/detached connector. Analysis of the returned device was inconclusive.

Event description:
It was reported that during the device replacement procedure the ventricular lead screw would not release. The lead was cut and capped and a new lead implanted with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).